Event description:
Report received of a non-delivery. The pump was programmed in the intermittent mode to deliver ampicillin with a concentration of 14gm in a 580ml bag, an 86ml dose amount, a kvo rate of 1ml/hour, a hour per dose frequency, for a total of 6 doses within a 24 hour period. The customer reported that when the pt arrived at the facility in the morning for a scheduled IV bag change, the nurse noted the bag was full, with 580ml remaining in the bag. The display indicated that all doses had infused, and incremented as though delivery had occurred. There was no reported audible alarm. The pt's PICC line remained patent, and the pt's therapy was not prolonged as a result. The pt was on an oral antibiotic in addition to their IV antibiotic, and their physician believed the pt received adequate antibiotic coverage. The pt's therapy was discontinued and there were no reported adverse pt effects. No medical interventions were required. Though requested, no further info was available.